Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that 15 days after catheterization, the catheter leaked, and the catheter was blistered, and it was found that the catheter was broken at 5cm, and the catheter has been pulled out (the analysis of the head nurse mainly focused on the infusion of chemotherapy drug etoposide injection, after the stock solution was pumped). It was reported this occurred with three devices. This report addresses the first device.

Event description:
It was reported that 15 days after catheterization, the catheter leaked, and the catheter was blistered, and it was found that the catheter was broken at 5cm, and the catheter has been pulled out (the analysis of the head nurse mainly focused on the infusion of chemotherapy drug etoposide injection, after the stock solution was pumped). It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the catheter found that a longitudinally aligned tear was present which extended from the 3cm marker to between the 5cm and 6cm depth markers. Microscopic inspection of the tear found that the edges were rounded, suggesting that repeated rubbing of the material had occurred. Inspection of the inner catheter wall found that three additional segments of longitudinally aligned damage were present opposite of the main tear site. This damage did not penetrate the catheter wall. The edges of each of these segments were also rounded, suggesting again that there was contact with another object. The catheter wall thickness was measured and found be within specification per rm5000435. The damage location and features observed suggested that the catheter securement method may have potentially contributed to the damage observed. However, insufficient evidence was found to conclusively determine the root cause.